Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient programmer was not working but the patient clarified that the issue was that she no longer felt stimulation. The patient stated that she had a change in symptoms and she was going through pads frequently and getting up almost every 2 hours like prior to implant. The patient noted that she was peeing when standing up or in a store. The patient reported that she could "switch off", change programs, and it seemed like it worked better but the symptoms have been ongoing. The patient mentioned that when she increased the amplitude on each of the 4 programs she did not feel stimulation. It was reported that there was an instance where she changed form one program to another and she thought she was going to be electrocuted. The patient confirmed that it was a horrible shock and she shut it off due to it being painful. It was stated that after that she had problems. It was confirmed there were no falls/trauma related to the issue. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined and the patient was instructed by a manufacturing representative to follow-up with their office. The health care professional stated that the issues were not resolved. There were no symptoms or further complications reported or anticipated.